Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not fire. Another cartridge was used to complete the procedure. There was no consequence to the patient.